Event description:
It was reported to resmed that a pt was found dead wearing a resmed CPAP mask connected to an s9 device. It was reported the device was found 'off' at the time the body was discovered. It was reported the device had 'invalid sd card' on the lcd when powered on.

Manufacturer narrative:
Resmed has requested the device be returned, so an engineering investigation could be performed. Since the device has not been returned, resmed is unable to determine the cause of the "invalid sd card error", however, this error should not have an effect on the delivery of pt therapy. The device is currently being held by the medical examiner while she determines the exact cause of death. Resmed is currently working with the doctor ((B)(4) examiner) to obtain additional info.